Event description:
It was reported the reason for explanting the device was possible premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.